Event description:
After pre-dilatation with a 2.5mm diameter x 16mm length d1 ptca balloon, a 3.5mm diameter x 18mm length medtronic ave s670 rapid exchange stent delivery system was inserted in a target lesion in the mid right coronary artery. Upon inflation of the stent delivery balloon, the balloon was reported to have ruptured at 10atm of pressure. The stent delivery system was removed and a 3.5mm x 16mm d1 balloon was inserted to post-dilate the stent. There was no further treatment to the target lesion. The physician did not follow the instructions for use when the lesion was not pre-dilated 1:1. There was no add'l clinical sequelae reported relative to the event.